Event description:
A report was received that the ipg was sitting in an uncomfortable position. The initial placement of the ipg was good but when the patient was mobile, the header of the ipg would stick out. The patient underwent a revision procedure wherein a new pocket was created.

Manufacturer narrative:
.